Event description:
The customer called to request a replacement. The customer stated that she is pregnant and she would feel more comfortable with a new insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. However, the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.